Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation confirmed the bolus button cover and plug are detached from the pump, exposing the internal contact. Investigators observed debris on internal components of bolus button. The battery compartment is cracked below the finger pad extending down to the primary seal. No issue with loss of power. There was no evidence of moisture damage in battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.